Event description:
It was reported that the device was found to be in back-up vvi mode. No firmware download was attempted since the device is nearing normal eri. Device replacement is planned. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported reset was confirmed in the laboratory and was due to a power on reset that occurred during hv therapy charging. The device was tested on the bench and no anomaly was found.